Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. Pericardial effusion occurred during mapping. Map was mapped with the ablation catheter. Physician wanted to zero the catheter at a later time. After 5 minutes of mapping, the ablation catheter was zeroed. Physician reported that there was one moment when catheter snapped free into the tissue. He thinks it happened at that moment. After pulling out the catheter it hung free (force sensor did not touch anything) and they had a force reading of 10g. The surgery was delayed 45 minutes due to the reported event. The procedure was not successfully completed. There were no patient consequences. Additional information was received on the event. The physician¿s opinion on the cause of this adverse event was that it was related to the procedure and patient condition. Puncture kit was applied to drain the blood (about 300ml was removed). The patient outcome of the adverse event was fully recovered with no residual effects. The patient stayed at the intensive care unit before being transferred to the normal ward. A transseptal puncture was not performed. Prior to noting the pericardial effusion, ablation was not performed. There was no evidence of a steam pop. The event occurred during the mapping phase. An irrigated catheter was used in the event, the flow setting was low flow 2 ml/min; however, they did not ablate. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, and vector force visualization features were used. Pericardial effusion occurred during the mapping phase so no visitag was used. Due to event description stating that the "catheter snapped free into the tissue" and "after pulling out the catheter it hung free", the bwi representative clarified that there was no physical damage to the catheter. The catheter was still in one piece. With ¿snapping free¿ they meant that the catheter was pushed against tissue and due to movement of the patient the physician could not hold the catheter in one place, and it flicked away from its initial position. And with ¿hung free¿ they meant that while the physicians were treating the pericardial effusion, the catheter was lying on the sterile cloth but the sensor was not touching anything. There was no resistance or difficulty during insertion or removal of the device. Since the adverse event was life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable. The force high issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-sep-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 07-oct-2022. It was reported that a female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. Pericardial effusion occurred during mapping. Map was mapped with the ablation catheter. Physician wanted to zero the catheter at a later time. After 5 minutes of mapping, the ablation catheter was zeroed. Physician reported that there was one moment when catheter snapped free into the tissue. He thinks it happened at that moment. After pulling out the catheter it hung free (force sensor did not touch anything) and they had a force reading of 10g. The surgery was delayed 45 minutes due to the reported event. The procedure was not successfully completed. There were no patient consequences. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).